Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that customer received an altitude alarm during basal delivery. Customer was temporarily unable to clear the alarm. There was no impact to customer's blood glucose level as customer reverted to manual insulin injections.